Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead was returned. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited low pacing impedance measurement. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.